Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic depression on the outer insulation and blood in/on the helix mechanism.

Event description:
It was reported that the right atrial lead was explanted and replaced due to loss of sensing and loss of capture. It was thought that this was directly related to the patient falling down onto their left side. No further patient complications have been reported as a result of this event.